Manufacturer narrative:
The part and lot numbers are provided however none of the components were noted as the source of the pain. These products are used for treatment surgical and visitation notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A complaint history review found no other complaints for the associated part/lot numbers. Compatibility of the components was reviewed with no issues found. A definitive root cause for the patient's pain and cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain.